Event description:
Report received of j retention wire fracture with protrusion through the outer polyurethane insulation with migration away from the lead body. Physician removed j wire only. Lead body remains implanted. Explant method: intravascular, femoral technique/tools: biopsy forceps no complications.